Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Customer reported multiple false positive results for multiple patients. It was not reported how many false positives occurred. The customer communicated the results were confirmed negative by molecular (pcr testing). It is unknown if the patients were symptomatic.